Event description:
It was reported that the patient experienced high blood glucose due to bent cannula event on (B)(6) 2026. The high blood glucose was treated with multiple daily injections and the insertion site was abdomen and upper buttocks. The patient experienced six cannula issues.

Manufacturer narrative:
MDR 3003442380-2026-20892. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.